Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to an extreme low blood glucose event, with unknown blood glucose levels at the time of the incident. The customer did not realize they were low until it was too late. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will not be returned for analysis.